Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, the device was used on the patient, the device was connected and when it was tried to be fired, it stopped immediately and the firing could not be performed. They replaced with another handle and another cartridge, and they were used without any problems. It was confirmed that there was no problem with opening and closing, but when the firing stopped the indicator was not confirmed and the error display could not be identified. With the same cartridge, connection to the other handle was not performed because blood was attached. There was no patient injury.